Event description:
(B)(4). Same case as MDR ID #s 2134265-2012-06230 and 2134265-2012-06232. It was reported that post coronary stenting treatment procedure, target vessel revascularization occurred. On an unknown date, the subject had three taxus element stents placed (2.50 x 20mm, 3.00 x 24mm, and 3.50 x 16mm) in the mid left anterior descending (lad) artery. In august 2012, the subject underwent angiography and revascularization of the mid lad.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).